Event description:
Boston scientific received information that two days post implant of this right ventricular lead the patient presented with chest pain and muscle stimulation. An x-ray was performed and the patient was discharged. A few days later the patient presented to the emergency room with the same symptoms. Impedance measurements were 850 ohms, however the lead was not sensing. Based on the patient symptoms and the x-ray results it appeared the lead had perforated. Pacing was programmed off and a lead revision was planned for a later date, however, the local area field representative had no information on when the revision would occur. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.